Manufacturer narrative:
Stryker performed and initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device paddle signal was not operating. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device was evaluated by stryker and the issue was able to be verified but was not able to be duplicated. The technician observed a malfunction in the device files but could not reproduce the issue. Root cause was unable to be determined. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device paddle signal was not operating. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.